Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable is frayed at the scissor grip. The scissors can still open and close. The grip hub has a sharp peak across the cable groove located near the fraying. Repeated cable wearing across the peak may have contributed to the cable fraying. Engineering also observed the main tube has two distinct sections with material removed. One section is 2.75 inches long and is located below the midpoint, and the other section is 2.5 inches long and located above the mid point. Both damaged areas are parallel to the tube axis and have a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd.

Event description:
It was reported that during a da vinci prostatectomy procedure, a broken cable was found on the monopolar curved scissors instrument. No add'l info was provided. No pt harm, adverse outcome or injury was reported.